Event description:
The manufacturer received information alleging a ventilator's keypad was having issues. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's keypad was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.